Manufacturer narrative:
(B)(4). H2: additional information/correction, h6: type of investigation - additional, h6: investigation findings - correction.

Event description:
Subsequent to the initial MDR additional information/correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a sensor failure during warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the pediatric patient was vomiting. The patient's parent reported that they could not check the readings on the cgm due to the sensor failure error. They were not able to insert a new sensor and took the patient to the hospital. The patient was reported to be in diabetic ketoacidosis (dka) and was admitted to the intensive care unit (ICU). The patient could not recall what medications were provided to them while they were hospitalized but was advised to keep using humalog insulin. At the time of the report, the patient was recovering and was scheduled to be discharged on (B)(6) 2023. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. No additional patient or event information is available.